Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The provided patient x-ray image has been reviewed. It is reasonable to confirm poly material over approximately 19 years implanted. Osteolysis is also a known possibility with material wear over time. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review, was not possible because the required lot code(s) was not provided. H10 additional narrative: added: d10 concomitant med products.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a liner exchange for a (B)(6) hip. This was a aml hip with a duraloc liner and a metal head. The liner had not worn through but there was osteolysis present on x-ray that made it necessary to exchange the liner and the head. We put in a 36 mm + 4 liner eith a 8.5 36 mm ts ceramic head. Doi: 2001, dor: (B)(6) 2020, affected side: right hip.